Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has received multiple altitude alarms. The customer's blood glucose level was not impacted. Reportedly, there was a temporary delay in clearing the altitude alarms and the customer indicated that insulin injections were to be used to manage diabetes until the alarms cleared. The customer was able to clear the alarms and resume insulin delivery.